Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a dialysis treatment procedure, insertion difficulties were encountered requiring a cut down. Vascular access was obtained via the patient's arm for treatment in a fistula. The 7f super sheath introducer sheath kinked while attempting to insert into the patient. Multiple unsuccessful attempts were made to reinsert the super sheath, with some force applied. The physician then performed a cut down at the access site allowing for successful insertion of the super sheath. The procedure was completed with this device. No additional patient complications were reported and the patient's status is fine.